Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via log file analysis. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 13 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). Beginning on (B)(6)2020 at 19:32:29 there began several intermittent driveline fault alarms that activated along with yellow wrench advisory alarms. During these events the measurements of phase 2 of the driveline was significantly lower when compared to phases 1 and 3. Pump operation was not affected. There were no other notable alarms related to the reported event. Multiple good faith efforts were sent asking for the return status of the heartmate ii system controller and for the serial number; however, to date no response was received. The root cause of the reported event could not be conclusively determined; however, the lower resistances measured on phase 2 of the driveline may have contributed to driveline fault alarms. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03796. It was reported that the patient was seen in clinic for multiple driveline fault alarms on lvad interrogation. The patient denies hearing any alarms and has no active alarms on his controller, no yellow wrench illuminated. Last driveline fault alarm on alarm history was from (B)(6) 2020. The patient did have a driveline repair in (B)(6) 2019. The software is v 7.29. A log file review was requested. The event log captured multiple driveline fault alarms throughout the log. Upon analysis and comparing data from log file sent in from (B)(6) 2020 (cs-130506), phase b is continuing to have a short causing the driveline fault alarms but at this time its not completely fractured. The driveline fault alarms will not appear on v7.29 controller and will only be seen on the system monitor. Otherwise, there were no unusual events seen within the log file. The vad is functioning as intended.